Event description:
The customer stated that negative architect hiv ag/ab combo results were generated on a patient suspected of having (B)(6) due to lifestyle and potential (B)(6) exposure. On (B)(6) /2012, (B)(6) results of (B)(6) were generated. (B)(6) testing was negative. On (B)(6) /2012, a new sample from the patient was received. A negative result of 0.75 was generated. The sample was repeated on another architect analyzer and a negative result was generated. The customer verified that there was no mistake in sample identification. Another sample from the patient drawn on (B)(6) 2012 was run and(B)(6) generated.(B)(6)testing was performed on the sample from (B)(6) 2012 and the results were (B)(6). There was no report of impact to patient management.

Manufacturer narrative:
The affected patient sample from (B)(6) 2012 was not available for return testing. Three hiv-sensitivity specimens were tested with a retained sample of reagent, lot number 14931li00 showing normal performance without (B)(6) results. Panels are internal measurement standards used to test product performance prior to lot release. Since the hiv1-sensitivity panels were used in this evaluation as replacement of low running positive patient specimens, the primary objective is to obtain a reactive result which was successfully demonstrated with all three panels. In addition reagent kit, lot number 14931li00, was tested with two commercially available seroconversion panels ((B)(6)) to assess the clinical sensitivity. The obtained results were compared with data from the manufacturer ((B)(6)) for these seroconversion panels on the architect hiv ag/ab combo assay. For seroconversion panels (B)(6) the reagent lot 14931li00 detected the same bleeds as reactive as the data from the manufacturer. Control results provided by the customer were reviewed. Controls on both instruments were within specification and within typical range. Review of quality metrics determined that there is no atypical complaint activity for the likely cause lot and there are no adverse trends and no nonstatistical trends identified for the complaint issue. Based on the evaluation, it was concluded that the architect hiv ag/ab combo reagent lot identified in the customer complaint is performing acceptably. (B)(4): (no consequences or impact to patient) (B)(4).